Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Halfway through the night patient noticed a slow drip coming through the cycler door. Treatment was continued and upon removing the tubing set from the cycler fluid was noticed inside the cassette compartment of the cycler. The origin of the leak was reported to be coming from the far left side of the cassette. Patient had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.